Event description:
Reportable based upon analysis completed on (B)(4) 2014. It was reported that the stent had difficulty advancing over the guide wire. The physician tried to advance a 16x2.25mm omega stent delivery system over a guide wire, however it was unable to and the device was removed. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable. However, upon device analysis stent damage and shaft break were noted.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned with contrast in the inflation lumen and the hub. The balloon was bunched up. The stent was partially expanded with multiple bent and flared stent struts. There were multiple hypotube kinks. The distal inner shaft was buckled. The inner shaft was separated at the bi-component weld. The separated ends of the shaft were jagged, which suggests that the separation may be related to tensile overload. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set; the ID was within specification. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).